Event description:
(One of two reports from the facility, reference medwatch report form 3015876-2004-00259) reportedly, the device would not recognize that quik-combo adult pacing/defibrillation/ECG electrodes were connected and the device could not be used to administer device defibrillator therapy to the pt. It was reported that the operator removed and replaced the quik-combo electrodes and the defibrillator was then utilized. The reporter did not know pt outcome, but did indicate pt outcome was not affected by the discrepancy, due to continued device use.